Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the at the time of puncture, a little blood returned, causing the professional to be in doubt as to whether it was in the vein or not, which could be contaminate the access. There was patient involvement, no patient injury was reported.